Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that aspiration failed during a procedure. The product was replaced and procedure completed with no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported during the start-up/set-up phase of the console an aspiration error was generated. The wet intrepid plus fluid management system (fms) was visually inspected and no obvious defects were observed. The fms was tested on a calibrated console and the sample failed to prime and generated system message (sm) 162. System message 162, "vaccum check - slow rise time" is a console safety check during start-up which occurs within the first few seconds which is consistent with when the reported event occurred. Inspection found the aspiration tubing occluded with adhesive at the bonded joint to the cassette port. The root cause of the customer's complaint is related to the adhesive application process of the tubing to the cassette port. In order to mitigate the occurrence of this type of event, during the manufacturing process, downstream in-process checks after final assembly are utilized to help screen out this type of defect from occurring. No action will be pursued at this time for this occurrence. All final assembled cassettes are verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).